Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a source power surge could have damaged the electronic circuit of the device. An end of life failure of an electronic component blocking the cooling fan resulting in excessive heat to the circuit boards and thus reducing their life expectancy. A review of the manufacturing records for non-conformances and deviations indicates the subject controller met manufacturing specification when released for distribution.

Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller, the unit was not working properly. The staff tried a different wand and a different foot pedal, however this did not solve the issue. After a 45 minute surgical delay, the surgeon opted to cancel the procedure. There were no pt complications reported as a result of this event.